Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that there were multiple causes to the customer's death; cardiac arrest, coronary artery disease, end stage renal failure, and insulin deficient diabetes. The caller state that the customer had chronic conditions, was on dialysis, had kidney failure, had cardiac issues, heart disease and periodic seizures. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure whether the customer was using sensors or not. The caller stated that the customer's insulin pump was removed and discarded at the funeral home.